Event description:
A caller reported an error with their continuous glucose monitor (cgm) indicating cgm error 42. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting their pump, and after the reset, the error code did not reappear. The caller successfully started their sensor session.